Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported encountering air detected in cassette warnings during pd treatment. When patient caretaker removed the cassette from the cycler after ending treatment there was fluid discovered in the pump module area. Fluid was also discovered on the external of the cassette. The fluid leaked from an unknown place. In a follow up call to the caretaker the fluid leak was verified. The caretaker stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported encountering air detected in cassette warnings during pd treatment. When patient caretaker removed the cassette from the cycler after ending treatment there was fluid discovered in the pump module area. Fluid was also discovered on the external of the cassette. The fluid leaked from an unknown place. In a follow up call to the caretaker the fluid leak was verified. The caretaker stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.